Event description:
It was reported that the tissue pad fell off into the pt. A second device was opened and the same thing occurred. The pads were removed. A third device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 08/13/2008.